Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
I was reported that a radiologist performed an atec breast biopsy procedure on (B)(6) 2014. Upon removal of the device, "it was noticed that the plastic measurement sleeve was not intact." Immediately following the procedure the pt received a mammogram. The radiologist visualized plastic residue inside the pt. There was no pt injury. There was no intervention required and the pt is doing "well."